Manufacturer narrative:
The explanted devices was not returned to bsn. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.